Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR number: 2938836-2017-31317, 2017865-2017-31342. During follow-up a shorted output stage detection alert was observed due to possible high voltage (hv) circuit damage. In addition inappropriate hv therapy was delivered due to noise on the atrial and right ventricular (rv) leads. Session record analysis indicated the noise caused noise reversion as well as device charging. The device, atrial and rv leads were explanted and replaced and the patient was stable.